Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A laser tech reported the laser cut the flap of one pt about 80 microns, a thin flap. No pt harm/injury was reported. Add'l info has been requested.